Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance anomaly. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance anomaly. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced due to presenting noise on the right atrial channel. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.